Event description:
The manufacturer received information alleging a thermal event associated with a power cord for an evergo oxygen concentrator. There was no report of patient harm or injury. The device has not been returned to the manufacturer for evaluation. A follow up report will be submitted when the investigation is complete.